Manufacturer narrative:
Additional information: h3, h6 and h10. The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of the provided photos shows the product was wet. On one photo, a particulate matter in or on the blood port connection was visible. It is not visible if the particulate matter was inside or out side the connector. The reported condition was verified. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to g5: k043342. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, one unit of polyflux 17l apac, had particulate matter inside the blood header connector. There was no patient involvement. No additional information is available.